Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot number gd894667 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for three days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The patient was recovering from the event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).